Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0nsgs, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since implant. The patient did not know how to use the patient programmer and the informational dvd had not helped. On (B)(6) 2014 at her current setting of program 3, stimulation was uncomfortable with a shocking and biting sensation. Program 2 was comfortable but did not provide a lot of control so she moved to program 3 which provided no control and she could not sleep or even lay on the sofa. When the patient changed settings over the phone she said that she did not have the pain she had prior to changing the settings. The patient's health care provider (hcp) wanted to do a cat scan. The patient had been "walking around with diapers". It was later reported by the hcp that there was a 50% of greater symptom reduction. On (B)(6), the device was turned down when the patient called her on-call hcp. On (B)(6) 2015, stimulation was turned down but the vaginal/rectal pain that the patient complained of continued without a change in symptoms. The perineal pain was determined to be unrelated to the therapy and the patient was to see a gynecologist/ urologist. The patient experienced a loss of stimulation that was sudden in nature. The patient had recovered without permanent impairment concerning their incontinence symptoms, however it was unknown if the unrelated perineal pain had resolved. On (B)(6) 2015, the patient had no complaint of the device losing effect.